Event description:
Patient reported via regulatory agency "pains" and that the right side implant was intact, confirmed via MRI. Patient later reported "capsular contracture". Healthcare professional later reported " capsular contracture baker grade iii implant exchange ". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.